Manufacturer narrative:
One opened probe was received, with a tip protector in a tray, along with other items. The returned sample was visually inspected and found to be non-conforming with dark foreign material on the port face and in the port, and fibers in the port. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for cut and was non-conforming for actuation. The probe was disassembled and the components inspected. Excessive wear was observed, on the inner cutter when compared to the degree of wear, based on continuous actuation of the probe visual standard photos. The tip of the cutter was observed, to be damaged with a chunk missing from the back side of the tip off the cutter. And gouge marks were observed, at a coupe locations along the cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed, due to an interference within the probe. And once the interference (needle assembly) was removed, the probe was able to actuate. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm, that the probe had a cut failure. The evaluation indicated, that the probe had an actuation failure. The cut functionality of the probe was conforming. However, the observed actuation failure could have caused the probe to not cut at the time the reported event was observed. The root cause for the actuation failure, as well as the observed, foreign material and damaged cutting edge, is the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes. And it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter, such that the cutter function becomes poor, bent, or does not function at all. No action has been taken, as the reported cut failure was not confirmed. And it appears that the observed actuation failure was, due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut, during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed, associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
The event occurred, during vitrectomy procedure.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the probe would not cut and the aspiration was working during surgery; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe did not cut with aspiration working during a procedure. The product was replaced and procedure completed with no patient harm.